Event description:
It was reported that upon adding the recommended amount of sterile water, the stammberger sinu-foam nasal dressing, the product remained runny. The product was discarded by the facility. No patient complications were reported as a result of this event.